Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
A correction to h10 was made and should be: the manufacturer previously received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The ventilator was returned to manufacturer service center for evaluation and the customer's complaint was confirmed. Thdevice's flow sensor fault due to contamination,system pca replaced due to error code 155 and blower ,muffler assembly ,machine flow sensor ,tubing were replaced due to contamination to address the issue.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging a ventilator inoperative condition occurred related to a ventilator's sound abatement foam. The ventilator was returned to manufacturer service center for evaluation and the customer's complaint was confirmed. The device's flow sensor fault due to contamination,system pca replaced due to error code 155 and blower ,muffler assembly ,machine flow sensor ,tubing were replaced due to contamination to address the issue.